Event description:
It was reported that during a cerebral coiling procedure, a coil broke. A snare was used to retrieve the coil fragments, however, some of the coil fragments were unable to be retrieved.